Manufacturer narrative:
The reported incident that cortex screw axsos 3 ti ø3.5mm / l14mm was alleged of issue s-111 (wrong size labeled) could be confirmed. Based on investigation, the root cause was attributed to a manufacturing related issue. The failure was caused by a mix up. During investigation was determined that the reported screw cortex screw axsos 3 ti ø3.5mm / l14mm is out of specification. Therefore, non-conformance pr# (B)(4) has been raised. The device inspection revealed the following: both reported screws with the laser markings catalog# 661414 and lot# z05865 have been measured: 14mm length measured for the screw reported in complaint pr# (B)(4) (in specification, concomitant product), 16mm length measured for the screw reported in complaint pr# (B)(4) (out of specification). Root cause: the affected 16mm screw remained in the machine after the manufacturing step ¿drehen¿(turning). Right after the above mentioned manufacturing step(16mm) was finished the manufacturing of batch lot# z05865 (14mm) has been produced. The fact that the 16mm screw was overseen by the mechanic one 16mm screw remained in the machine which led to the mix up. Due to the reported event, a review of the labeling was considered to be unnecessary. No indications of material or design related problems were found during the investigation.

Event description:
During an inspection check of the axsos 3 screw tray, it was noticed that these two screws both labeled as 661414 (3.5mm cortex ti screw ø3.5mm / l14mm) with lot z05865, are different lengths. One measures at 14mm and the other at 16. As per the catalog number, they should be 14mm screws.

Event description:
During an inspection check of the axsos 3 screw tray it was noticed that these two screws both labeled as 661414(3.5mm cortex ti screw ø3.5mm / l14mm) with lot z05865, are different lengths. One measures at 14mm and the other at 16. As per the catalog number they should be 14mm screws.

Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.